Event description:
The patient reported an oor (out of regulation) error message on their programmer. The patient further stated that their implantable neurostimulator (ins) was not working, and that the stimulation keeps going on and off. They stated the stimulation is intermittent. At the time of the report, it was confirmed that the patient's ins was on. Steps were reviewed for how to bypass the oor error message. The patient was to follow up with their healthcare provider. Additional information from the manufacturing representative indicated that there was out of range impedances were on contact #2. They noted that reprogramming was done around that contact, and sufficient coverage was provided. There is no surgical revision planned at this time. The patient was implanted for other non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.